Manufacturer narrative:
Multiple attempts to retrieve device repair or diagnostic information has yielded no response from the customer. Due to the lack of additional information, it is unknown if any parts or repair has been conducted. Upon further investigation, it was reported that this issue was discovered prior to patient use during setup without delay noted. Therefore, this complaint no longer meets reportability requirements for MDR.

Event description:
It was reported to philips by a customer that the unit's display is dim. Based upon the information provided, the device was not in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). The bme reported a dim display when powering on the unit and request the part ID for ui assembly. It is unknown if any parts or repair has been conducted in relation to the alleged complaint. Attempts to obtain further information are currently pending.